Event description:
It was reported to st. Jude medical that there was a device parameter error (dpe) message upon initial interrogation. The pop-up message stated that the device was in "all functions off" mode, but the ram map indicated the device was in "defib only" mode. The physician reported that the pt had received 12 shocks and whenever they attempted to interrogate the device, a new dpe message would appear along with a message stating that an arrhythmia was ongoing. Several attempts were made to troubleshoot the anomalies and none were successful. The decision was made to explant the ICD and send it back for analysis.